Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) examined the system on-site and confirmed that the image memory was full. Review of the system log files showed issues with both frontal and lateral image processing pcs (ippc). The recreation of the image store and the database consistency test were already performed. The user was advised to delete older cases to free up image space. After which, the system was returned to good working condition. The same issue reoccurred where the system software was upgraded, and the operating system was upgraded to resolve the issue. The system was working in good order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, it was identified that the issue occurred without patient involvement and was identifiable prior to procedure commencement, which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the instructions for use, the user of the product must institute a user routine checks program. The user of the product shall make sure that all checks and actions have been satisfactorily completed before using the product for its intended purpose. It is instructed to not use the product for any application until the user is sure that the user routine checks have been satisfactorily completed, therefore, as the device was outside of use at the time the issue was identified, the user would identify this issue prior to use. Based on re-evaluation, this case is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's image disk was full and therefore, new images were unable to be saved. There was no reported patient or user harm. Philips has started an investigation of this complaint.